Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on (B)(6) 2013 and suture was used. During the procedure, the needle separated from the suture. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.